Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The data log was downloaded, reviewed and it passed as no issues were observed. The receiver functional test was performed and it passed all the relevant testing. The reported event that the receiver ceased to function could not be confirmed with the returned receiver. The root cause could not be determined.